Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. The customer¿s blood glucose was 1387 mg/dl. Customer stated that the scroll bar was not moving with no input. Customer also stated that the alarm was not in progress at the time the button was unresponsive. The insulin pump will not be returned for analysis.